Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient coded during procedure. CPR was performed and system components were removed from pocket and discarded. Patient was successfully resuscitated. No complaints against the lead were noted. Should additional information be received, this file will be updated.